Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 36mm x 3.00mm, de novo target lesion with a greater than or equal to 90 degree bend was located in the moderately tortuous and mildly calcified lad. After predilatatation, a 38 x 3.00 promus premier select was advanced to the target lesion and deployed. Significant resistance was encountered during the procedure. Following deployment, a distal edge dissection was noted. A 24 x 2.50mm promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable, responding well to medicines.